Manufacturer narrative:
D4 serial and primary UDI number were revised.

Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation was updated due to the device being returned. H11 additional manufacturer narrative was updated due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp via unknown percutaneous femoral artery for mechanical circulatory support. Impella cp insertion may have caused air in the left passenger compartment. The chest wall echocardiogram was checked and there was something like air. When the flow was lowered, it disappeared, and when the flow was raised, a microbubble was visible. No air was seen in the left passenger compartment after removal. There was no air embolism. The air may have been drawn in due to damage to the product. Action was taken to reduced the flow rate and observe. There were no loose connections in the tubing and no visible damage to the pump was found. The patient experienced no particular problems and the impella device was removed as the hemodynamics status stabilized.

Manufacturer narrative:
The pump will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.